Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a circuit occlusion alarm has occurred on the avea ventilator. The customer confirmed that the event occurred during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.